Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. We have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history record could not be performed as the lot number is unknown. A review of the complaints database for the past three years has found 3 similar complaints for item 159577 including (B)(4). Risk assessment: risk management report documents the estimated residual risk associated with the device within the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to dislocation. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that the patient underwent revision surgery (poly exchange) due to a dislocation of the bearing (spun 180 degrees). The 5mm right medial medium bearing was removed and replaced with a 6mm bearing. It is unknown what caused the bearing to spin.

Manufacturer narrative:
(B)(4). Initial report. Device available for evaluation: customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The product has been discarded.

Event description:
It was reported that the patient underwent revision surgery (poly exchange) due to a dislocation of the bearing (spun 180 degrees). The 5mm right medial medium bearing was removed and replaced with a 6mm bearing. It is unknown what caused the bearing to spin.